Event description:
The physician abandoned the right atrial (ra) lead implant and chose to implant a single chamber pacemaker (pm) instead.

Event description:
It was reported that during the implant procedure, despite multiple adjustments to the position, high impedance was noted on the right atrial (ra) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.